Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note stating, "won't give dose." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not deliver a dose when the patient pendant was pressed. This was due to a broken patient pendant. (B) (4)